Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise which resulted in inappropriate mode switching. The noise was not reproducible with arm and pocket manipulation. The lead remained implanted.

Event description:
New information on 8/10/2017 reported that the previously reported noise on the right atrial lead was previously reprogrammed at an unknown date. On (B)(6) 2017, the patient presented for follow up. Upon device interrogation, the lead continued to exhibit noise. The noise was reproduced in clinic with arm movement isometric testing. No intervention was performed. Patient was stable and would be continued to be monitored.